Manufacturer narrative:
Mfg event ID: (B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically.

Event description:
The complainant reported an over-delivery. The tubing was primed, and the drip was set; however, "after 10 minutes, almost all of the feed ran through."